Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a patient in the emergency intensive care unit required a multi-port infusion set for intravenous administration as per medical orders. After the nurse opened the packaging and connected the fluids, leakage occurred. The procedure was immediately halted, and a new infusion set was used to continue the multi-port infusion.